Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had motor error and all buttons were unresponsive. Customer's blood glucose level was unknown at the time of incident. Customer also stated that the battery life was diminished. The insulin pump will not be returned for analysis.

Manufacturer narrative:
All buttons functioned properly. No button error alarm was noted during testing. No moisture or corroded keypad was found. No flattened keypad noted. The keypad connector was inspected and locked on the lcd board. The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, off no power and self tests and all operating currents test. No unexpected low battery or motor error alarms during testing noted. The motor was tested outside the device and it passed.